Event description:
It was reported the pt has not used her scs system since 2010. It was also reported the pt is experiencing pain at the ipg site. The pt also experienced pocket heating when she attempted to recharge the ipg. The pt plans to undergo surgical intervention and will discuss the next course of action with her doctor on a later date.

Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.